Event description:
Additional information received reported the coil did not detach from its wire during the procedure when the physician used the detacher while the coil was within the patient body. The coil was removed from the patient's body and when the physician tried to detached the coil outside of the patient's body, it detached. The coil was discarded on the spot.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: the concerto coil pusher was returned for analysis within a shipping box, within a plastic bio-pouch, and within a dispenser coil. The concerto pusher actuator interface (ai) was detached/loose from within the coupler tube. The pusher hypotube break indicator (hbi) was intact; however, the pusher coupler tube tack welds were broken. The release wire coin was pulled back from the lumen stop, and the implant coil was detached. The implant coil was not returned as it was discarded at the site. Based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report could not be confirmed as the implant coil was returned already detached. The ai was detached/loose, indicating there was an attempt to detach the implant utilizing the instant detacher (ID). The ID and the implant coil were not returned; therefore, an analysis could not be performed, and conformance to specification could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the coil was being used as per the IFU; however, the coil did not detach from its wire with either the instant detacher or manual method. A new coil was used to complete the procedure. There were no patient symptoms associated with the event.